Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were harder to press and sometime had to press twice. Customer's blood glucose level was unknown. Customer had to put it down flat to make the buttons work. Customer had to use more insulin to priming her insulin pump had to use 4 unit just trying to prime her device. Patient was in the hospital in november patient blood sugars were high due to malfunction of her device. Customer also had issue with rewound process because they cannot heard it. Customer reported that insulin pump squirted out insulin during priming. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.